Event description:
It was reported while using bd syringe 60 ml ll bns there were cracks. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting extraneous material on the syringes, they have provided me samples for your review and investigation. Response received on 19-may-2023. - are you able to advise the incident date(s)? 04/14/20223 - can you please confirm if there are total of 3 affected syringes? 6 total - (4) loose black particles, cracks (1) embedded particulate (1) black spots, ink?? - is the foreign matter located in the fluid path or outside on the syringe? Both. - can you identify the foreign matter? No. - is the foreign matter able to be removed or is it embedded in the plastic of the syringe? Both. - was there any patient involvement? No. - if yes, were there any adverse event or serious injury reported? N/a, per the above.

Manufacturer narrative:
After further review, the reportable event has been clarified to be cracks. The following fields were updated due to additional information: b.5: it was reported while using bd syringe 60 ml ll bns there were cracks. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting extraneous material on the syringes, they have provided me samples for your review and investigation. Response received on 19-may-2023. - are you able to advise the incident date(s)? 04/14/20223. - can you please confirm if there are total of 3 affected syringes? 6 total - (4) loose black particles, cracks (1) embedded particulate (1) black spots, ink?? - is the foreign matter located in the fluid path or outside on the syringe? Both. - can you identify the foreign matter? No - is the foreign matter able to be removed or is it embedded in the plastic of the syringe? Both. - was there any patient involvement? No. - if yes, were there any adverse event or serious injury reported? N/a, per the above.

Manufacturer narrative:
H.6. Investigation summary: it was reported there was material on the syringes. To aid in the investigation, six samples with no packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and the syringes have embedded degraded resin. The four photos provided show the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301035, lot 1180049. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd syringe 60 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting extraneous material on the syringes, they have provided me samples for your review and investigation. Response received on (B)(6) 2023. - are you able to advise the incident date(s)? (B)(6) 2023 - can you please confirm if there are total of 3 affected syringes? 6 total - (4) loose black particles, cracks (1) embedded particulate (1) black spots, ink?? - is the foreign matter located in the fluid path or outside on the syringe? Both - can you identify the foreign matter? No - is the foreign matter able to be removed or is it embedded in the plastic of the syringe? Both - was there any patient involvement? No - if yes, were there any adverse event or serious injury reported? N/a, per the above.